Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump passed the following functional testing: displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The infusion set and reservoir did lock into place. The device was received with the following cosmetic damage: minor scratches on the lcd window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer's mother reported via phone call, the insulin pump was damaged. A piece of the reservoir compartment had fallen off. Customer's blood glucose was over 500 mg/dl. Troubleshooting was performed and customer stated the piece was missing. She also stated the reservoir was sitting properly and is causing the high blood glucose readings. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device was not returning for analysis.